Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a concern over premature battery depletion for this pacemaker. Technical services (ts) was consulted to review the data and upon review confirmed the power consumption has gradually increased and the pacemaker is experiencing premature battery depletion. Ts discussed the device should be explanted and replaced within an appropriate time frame. The pacemaker remains in service and no adverse effects were reported.